Event description:
A baxter medical affairs information specialist reported to baxter corporate product surveillance an all-in-one empty container 2000 ml in which particulate matter was observed. According to the report, the clear particles were seen inside the bags after they were filled. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a loose particle inside the bag. The reported condition was confirmed. The root cause was not determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.